Manufacturer narrative:
The customer did not provide any additional information for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient urine sample tested for albt2 tina-quant albumin gen.2 (albt2) and crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 502 module. The initial crep2 result was 0.18 mmol/l. The repeat results were 5.02 and 5.11 mmol/l. The initial albt2 result was 183 mg/l. The repeat results were 523.2 mg/l, 544.7 mg/l and 458.3 mg/l. The initial results were reported outside of the laboratory. Once repeat testing was completed the results were corrected. The reagent lot numbers with expiration dates were not provided.